Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: the product was not returned for evaluation. A photo was received for evaluation. Visual evaluation of the photo provided. It was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The photo appears to be with a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube appears to be observed. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. He said he broke it like he normally does. Was the ampoule crushed repeatedly? The ampoule was crushed normally, it was when he was squeezing to get the liquid out, that the glass shard pierced through the plastic piece and pierced his skin. What was done to treat the shard penetration? He had to go through the hospitals intervention protocol and get tested for hiv, hbv, to ensure he didn't contract anything from the puncture. Was any intervention required? Yes, the hospital has a protocol that must be followed when something like this occurs. What is the status of the surgeon injury today? The surgeon is fine. He said it could have been a lot worse. He did say, it was just disappointing because he uses this product all the time and now is concerned about using it for future cases. Can you identify the lot number of the product that was used? Unfortunately, the lot number could not be identified because there were multiple lot numbers in the bin where the dermabond is kept. Did the doctor receive a tetanus shot or a gamma globulin shot or stitches?the doctor did not need to receive shot because after tests were run on him, it was not needed. Was the cut treated by first aid application of a bandage or simple cleaning of the site? Cleaning of cut site and bandage.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the surgeon went to break and initiate the topical skin adhesive, the glass ampule inside the plastic layer broke through and cut his finger and glove. It is unknown how the case was completed. The surgeons finger was treated by cleaning of cut site and bandage. The surgeon went through the hospitals intervention protocol. The surgeons current condition is fine. There were no patient consequences reported.